Event description:
Per customer complaints: this consumer already submitted for a replacement and worked hard on the refitting only to have difficulty with that one as well. Complaint code: delamination brand: shoppers drug mart per customer complaints requested replacement.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number info was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.